Event description:
A surgeon reported that two years following intraocular lens (iol) implant surgery, the lens was noted to be decentered and that there is a faint posterior capsular sheen. The pt has corneal astigmatism and his uncorrected visual acuity has decreased one line since the last visit (date unk). Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. This report was mailed to FDA on: 03/13/2009.